Event description:
It was reported that there was a removal of a cup, liner, head and screws. Revised patient because cup medialized through wall.

Manufacturer narrative:
An event regarding shell loosening involving a trident shell was reported. The event was not confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned for analysis. A review of the event description by a clinical consultant indicated that the case description as such thus most probably refers to acetabular component loosening with bone loss and cup migration in central direction. However, he could not confirm the event or the root cause. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that there was a removal of a cup, liner, head and screws. Revised patient because cup medialized through wall.